Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer experienced a blood glucose (bg) level of 425mg/dl and trace levels of ketones. A correction bolus via the pump was administered to address the bg level. The customer changed their pump supplies to resolve the occlusion alarm. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.